Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination found that the stent was damaged. Struts at three separate rows towards the centre of the stent were lifted and pushed distally. The distal outer and inner were kinked at two locations 13mm and 45mm distal to the guidewire exchange port. This type of damage is consistent with excessive force being applied to the delivery system. Traces of blood were visible in the guidewire lumen indicating the device was used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure, stent damage occurred. Vascular access was obtained via radial artery. The target lesion was located in non tortuous and mildly calcified mid left anterior descending artery with a reference vessel diameter of 2.5mm and lesion length of 12mm. Following predilatation with 2.5x 12mm unspecified balloon catheter, a 3.00x24mm promus element drug eluting stent was advanced but failed to cross the lesion. The physician inserted the device furthermore but the stent got damaged in the middle portion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during an unspecified procedure, stent damage occurred. Vascular access was obtained via radial artery. The target lesion was located in non tortuous and mildly calcified mid left anterior descending artery with a reference vessel diameter of 2.5mm and lesion length of 12mm. Following predilatation with 2.5x 12mm unspecified balloon catheter, a 3.00x24mm promus element drug eluting stent was advanced but failed to cross the lesion. The physician inserted the device furthermore but the stent got damaged in the middle portion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).